Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 606 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. Customer addressed bg level by a correction bolus via the pump. The infusion set brand and manufacture was not provided.